Event description:
It was reported that, "during final tightening, the hex tip of the xia3 torque wrench broke off."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.